Manufacturer narrative:
The device will not be returned for evaluation as it was discarded; therefore, the event cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal 20% of a flow diversion device would not open despite being resheathed and re-deployed twice. Approximately 50% of the flow diverter had been deployed from the microcatheter and the distal segment of the device was positioned on a bend when the malfunction occurred. There was no other attempt to try to open the flow diverter. The device was resheathed and removed all together with the microcatheter. A new flow diverter from same manufacture was successfully implanted in the patient to complete the procedure. No patient injury was reported as a result of the procedure. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 7mm x 4mm located in the ophthalmic segment of the right internal carotid artery (ica). The size of the distal and proximal landing zone was 4mm x 4.5mm. The patient¿s vasculature was moderate in tortuosity with slow flow.